Event description:
It was reported that the user experienced hypoglycemia after completing training and announcing a meal earlier in the day, and she planned to call back after treating the low for assistance with ilet setup. Symptoms included low blood glucose requiring oral glucose treatment. Outcomes included resolution efforts with education and troubleshooting provided by support. Investigation included review of the reported event details and user follow-up. Investigation of this case revealed an unclear cause, with no device malfunction reported and no component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.